Event description:
Caller reported a cgm error with the device. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process, resulting in a successful sensor session without any further errors.